Event description:
In 2002, the user facility's or material manager informed the manufactuer's sales representative of the following: doctor stated that he suspected the device was malfunctioning. He is requesting the device be examined.